Event description:
Physician treated the sfa lesion which passed the profunda. The lesion was 100% occluded with severe calcification. The physician first inflated to 18 atm and was able to obtain 50% of flow. Second inflation was performed to improve flow result at 22 atm. The physician then dialed up to 24 atm at which time the balloon ruptured. Attempted to pull negative to deflate the balloon, however, the balloon failed to completely deflate. As the balloon appeared to be caught in the sheath. The physician attempted to remove the entire system, but the balloon would not come out of the artery. At this time, a vascular surgeon was contacted. Add'l info received on (B)(6) 2013: the device was removed in surgery by performing a cut down procedure. All of the device was intact and nothing was left in the patient. Patient was sitting up in bed the next day and in good spirit. Add'l info received on (B)(6) 2013: patient went home. According to the cath lab, he did fine. He had good flow in his leg.

Manufacturer narrative:
The distal portion of the angiosculpt device was retained in the patient. The patient was sent to surgery for removal. This resulted in add'l medical intervention to prevent permanent damage. The distal portion of the angiosculpt device was returned for eval. Visual eval confirmed a slightly bent distal tip and one elevated scoring element strut. The intermediate bond was missing and the inner member was severely stretched. The shaft, transition tubing, strain relief and luer were not returned for eval. The evidence observed during lab analysis suggest that the device experienced excessive exertion of force applied by the user. Per the instructions for use (IFU): the angiosculpt device was used off-label. The IFU states to not exceed the rated burst pressure (rbp) printed on the package label. The rbp for the 4.0 x 100 mm is 14 atm. Retained device components is listed as a possible adverse effect of the procedure.